Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer allegedly received the following results, with two different mobile meters, within 10 minutes: 43 mg/dl (system 1) and 76 mg/dl (system 2). No death or serious injury reported. Requested return of suspect device for evaluation.